Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 325cc gel breast prostheses developed baker grade IV capsular contracture in both breasts. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 11/19/2019, mentor received additional information about the event. The reported explantation date of (B)(6) 2019 was for the patient¿s right breast only. The patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 325cc gel breast prosthesis. The patient¿s left breast prosthesis is still implanted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/17/2019 mentor became aware that it erroneously placed the following statement in the supplemental report submitted on that same date: 'additional information was received on 12/6/2019. The procedure performed was a primary breast augmentation.' The correct statement is as follows: additional information was received on 12/6/2019. The procedure performed was a primary breast reconstruction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on 12/6/2019. Additional information was received on 12/6/2019. The procedure performed was a primary breast augmentation. The implant that developed capsular contracture was the left side. Unilateral replacement with a 325cc mentor memorygel breast implant was performed on the left side. The investigation of the returned device was completed by the failure analysis lab on 12/11/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual inspection of the device no apparent damage was found. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).